Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event is estimated. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure to pre-dilate a lesion in the right coronary artery (rca), a 2.0 x 12 mini trek rx balloon dilatation catheter (bdc) was advanced to the lesion. When inflating the mini trek rx, the balloon was only unable to be completely inflated to the desired pressure. Another same size mini trek bdc was used successfully and the procedure was completed via deployment of a multi-link stent without issue. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed in addition to a scanning electron microscopy analysis on the returned device. The reported inflation issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, the following additional information was received: the vessel being treated was a mildly calcified, 85% stenosed lesion in the mildly tortuous mid right coronary artery (rca). The 2.0x12 mini trek rx balloon dilatation catheter (bdc) had been unpackaged and advanced to the lesion without difficulty. The mini trek rx was able to be inflated to 6 atmospheres before inflation stopped; it was able to deflated and withdrawn without issue. The abbott vascular returned goods lab received the 2.0x12 mini trek rx balloon dilatation catheter (bdc) in the following condition: there was a longitudinal tear in the proximal end of the balloon, for a length of 7mm. Additional information received confirmed that the correct device was returned. The site was unaware of the torn balloon but indicated that it may have occurred during inflation. No additional information was provided.